Manufacturer narrative:
D9: date returned to mfg.: 2/11/2026. H3 and h6. Codes: updated. Device evaluation: product was returned for evaluation. No damage was observed on the device. All seals appear to meet visual criteria. A leak was identified in the pressure gauge at the meter. Devices are one hundred percent leak tested prior to leaving the facility, therefore the internals of the supplied pressure gauge failed after several uses. This defect can be attributed to the manufacturing process. The complaint confirmed. Furthermore, air leakage from the bag would not pose a risk to the patient and would not cause an interruption of therapy. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device exhibited air leakage with the inflation nozzle detached. There was no patient involvement, no injury was reported.